Manufacturer narrative:
H10 h3,h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned device was evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lights were solidly illuminated. This confirmed a relationship between the event and the device. Device performance data shows the device entered a non-recoverable error state due to a motor current error. The root cause was determined as a component failure. As the occurrence of this is within the acceptable range, no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that on the 7th day of npwt at a patient home utilizing a pico 7, it was noticed by a nurse visited there that all the indicator lamps have illuminated and the pump was not working. It is unknown when the issue occurred. A backup was available. No patient harm. No information about delay. The pump will be returned for investigation.